Manufacturer narrative:
A getinge field service engineer evaluated customer complained that the batteries were not charging. Inspected the unit and verified the issue. Ordered the power management board for replacement. The part was on backorder at the time. Returned to complete the service. Replaced the power management board. Verified that the batteries were charging. Completed all diagnostic, performance and safety tests. The unit was then approved for clinical use and returned to the customer. The failure analysis and testing department received power management board with a reported unit failure of unit not charging batteries. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the power management board, in the cardiosave and tested to factory specifications . The failure analysis and testing dept. Verified the failure reported by the costumer. Unit was alarming with constant sound at power up. The power management is defective. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging the batteries.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging the batteries. No patient was involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.